Event description:
The customer reported ups failure errors and several shut downs and re-boots were required in order to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.